Event description:
It was reported that during a vats pneumonectomy procedure, after the first cartridge was completely fired, the surgeon opened the jaws to release the tissue, closed the device and retrieved it. When trying to replace the cartridge, the anvil release button and the red manual knife reverse switch did not work so he used a forceps to get the knife blade in the home position. At that point he managed to open the device and replace the cartridge. Same situation occurred also with the second cartridge and same actions were necessary. After the third cartridge was fired, when retrieving the device, the surgeon didn't fully lock the device, instead just squeezed the closing trigger enough to approximate the jaws. This made that the cartridge was easy replaced because the jaws were already opened. The procedure was completed successfully. The issue was that in order to replace the cartridges after the devices was properly locked the surgeon needed to use another instrument in order to get the knife blade in the home position to open the jaws. Procedure was completed with same device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. The analysis found that one device was returned in good visual condition and with one ecr60g cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The anvil release button worked properly during testing. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.